Event description:
During prep of the device for a right carotid case, the cath lab technician went to remove the support mandrel; however, the device did not have a support mandrel. Instead, the cath lab technician pulled the tip off thinking it was the support mandrel. The device was not used on the patient. Another same size acculink was used on the patient successfully. There was no clinically significant delay in the procedure and no adverse patient sequela. All significant available information has been received.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information will be provided.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the tip separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed and investigation, there is no evidence to suggest that a product deficiency is suspected.